Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with getting reservoir out and back into the device. The customer's blood glucose level at the time was 39mg/dl. The customer declined to troubleshoot for the low levels. The customer was walked through the change. No further assistance was needed at the time.